Event description:
Patient reported right side "intracapsular rupture" and "benign calcifications." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "intracapsular rupture."

Event description:
Device has been explanted.